Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 29 mg/dl. The customer had no idea what may have caused her blood glucose levels to drop. The customer did state that she changed the infusion set on the morning of the hospitalization, and she was not disconnected from the infusion set during the manual prime. Advised the customer to always be disconnected when performing the manual prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.